Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The catheter was implanted on (B)(6) 2009. The leakage was found on the titanium joints of the peritoneal dialysis straight catheter on (B)(6) 2011 and was clamped. The next day, the damaged part was snipped off and changed into new titanium joint and exterior short tube.